Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Cell 1 is a k positive cell and cell 2 is an e positive cell. Negative results were obtained with cells 1 and 3. Visually, results appear negative. Cell 2 was reported as positive (4+) and visually appeared positive. Controls reacted as expected. Customer was advised that due to the recent transfusion of the patient, an igm antibody cannot be ruled out as the cause of the unexpected negative reactions on the echo.

Event description:
A customer reported that unexpected negative results were obtained for one patient on the capture-r ready antibody screening and identification assays on galileo echo instrument m01034.